Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. After having met all release criteria the physician unscrewed the closure device from the core wire of the wds and successfully implanted the closure device in the laa of the patient. Post procedure the patient became hypotensive. Transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion. The physician performed a pericardiocentesis and drained 250ml of blood from the patient. There were no other complications or consequences that were reported to have occurred. The patient is expected to make a full recovery from this event.